Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation: evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, trends, as well as a visual inspection of the returned device was conducted during the investigation. A visual examination of the returned device confirmed that a separation had occurred. The device was returned in two segments, with the proximal end measuring 30cm in length while the distal end measured 10.5cm in length. It was noted that the points of separation appear to have been smashed closed. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record could not be completed as the lot information is unknown. The instructions for use states that, ¿placement into the subclavian vein may result in compression of the catheter by the clavicle and first rib. Excessive compression may result in catheter damage, including rupture or catheter embolus.¿ no information was provided regarding the device placement or the length of time the device was in place. Based on the information provided, examination of the returned product and the results of our investigation, it is likely that the cause can be traced to the user. The points of separation of the device appeared to have been smashed closed, which indicate that excessive force was used while handling the device. The appropriate personnel have been notified. A quality engineering risk assessment was written to address this failure mode. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: unknown. Exact device not specified. Common device name: exact device not specified. It is currently being investigated as a cook c-tpns device. PMA/510(k) #: k950118. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a central venous catheter was placed for an unspecified procedure. The patient received veletri over the catheter. After an unspecified amount of time, the patient experienced shoulder pain and underwent a procedure to remove the catheter. During the removal procedure, the catheter was discovered to be broken. Fluoroscopy confirmed the separated fragment was located in the heart of the patient. The fragment was retrieved using coronary angiography and a new central line was placed.

Event description:
It was reported in additional information received on 18sep2018 that the patient is doing well after the second procedure to remove the catheter fragment and place a new central line, and has since been switched from IV to oral medication.

Manufacturer narrative:
Correction: d4: catalog #: based on the returned catheter and the sales over the product lifecycle to the netherlands, it was determined that the rpn is (B)(4). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred